Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a normal follow up, inappropriate auto mode switch episodes were observed. Patient previously had a retrograde resulting in pacemaker-mediated tachycardia. Programming changes were recommended. No programming changes were made. Patient was stable and will continue to be monitored.